Event description:
It was reported that the patient's pacing rate was below the programmed lower rate due to t-wave oversensing (twos). Initially, the right ventricular (rv) lead was reprogrammed. The twos persisted. The existing device was not able to be programmed to eliminate the oversensing, so the device was replaced. No patient complications have been reported as a result of this event..

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted (B)(6) 2009. (B)(4).